Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a (B)(6) old female patient, the device internally dumped the energy after charging up to defibrillate the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated with the device. The battery terminals were tightened as a precaution. The device was recertified and returned to the customer. It's important to note that during the evaluation, the battery power pins on the device were inspected and found to have some foreign material on them. However, it could not be confirmed if they contributed to the customer's report. The battery involved was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.